Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed rv lead testing options. It was also mentioned that the patient experienced an inappropriate shock many years ago. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating two 41 joule commanded shocks were delivered to the patient to assess rv lead shock impedance. After the commanded shocks, the impedance dropped to 135 ohms, but rose again to 185 ohms later. No additional adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed rv lead testing options. It was also mentioned that the patient experienced an inappropriate shock many years ago. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating two 41 joule commanded shocks were delivered to the patient to assess rv lead shock impedance. After the commanded shocks, the impedance dropped to 135 ohms, but rose again to 185 ohms later. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed rv lead testing options. It was also mentioned that the patient experienced an inappropriate shock many years ago. The device and leads remain in service. No adverse patient effects were reported.